Event description:
It was reported to bsc/target that during the procedure the physician had the gdc 10-2d 2diameter synerg detection circuit in place ready to detached; however, there was an operation fail reading on the power supply and it was noted that the device had already detached. The device was removed successfully and the procedure was completed without any complications.